Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). The 510k number was not available at the time of reporting. No parts have been received by the manufacturer for evaluation because they were discarded at the site. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site needs a replacement probe. No patient was present at the time of the event. Update from the manufacturer representative stating that the handle of the instrument did not fit properly.

Manufacturer narrative:
Correction: reported event inadvertently filed under MDR 1723170 as the reported product is not manufactured by medtronic navigation. If information is provided in the future, a supplemental report will be issued.